Event description:
The customer reported the patient passed away and the dreamstation humidifier device will be returned. There is no allegation of malfunction, or that the device cause or contributed to the death. Medical intervention was not specified. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.